Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event that the programmer displayed an emergency shutdown message upon start up. It was noted that the system fan was noisy, the lower case was corroded, the stylus tip was pulling apart, the audio loopback functional test failed and the printer drawer was contaminated. (B)(4).

Event description:
It was reported that the programmer displayed an emergency shutdown message upon start up. The programmer has been returned for repair. There was no patient involvement.